Event description:
The complainant reported that during support of the impella 5.5 the patient stated some impella site pain and some swelling. The care team monitored and later the patient was weaned successfully. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Hematoma : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.